Event description:
As reported, at the end of a case using the bard/davol x-stream irrigation controller pump, the contact was trying to determine what caused one of the operating rooms electrical circuit breakers to trip. As reported, the location of the power cord was moved to a functional electrical outlet and at that moment an electrical arc flashed; melted power cord and ac input parts were noted. As reported, is unknown if fluid was leaking from device before the arc. As reported, the power cord used was the same as that supplied with the unit and was plugged into a hospital grade ac outlet.

Manufacturer narrative:
As reported, when the bard/davol x-stream controller irrigation pump was plugged into an electrical outlet, an electric arc flashed and melted parts were noted. The subject controller, including the power cord, has been returned for evaluation; however, at this time evaluation is not yet completed. Preliminary evaluation noted the void seal is intact, indicating the controller had not been tampered with or attempted to be opened. There is noticeable cracking at the corner housing screw locations and the pole clamp pads are worn from use. There were no loose components inside the housing. The unit is heat damaged at the power source/ male plug pins as reported. The female plug adapter on the power cord is charred and melted. Charring can be seen on the back ul label as well as the housing. Based on the information available at this time, the root cause of the event has not been determined. When sample evaluation is completed, a supplemental MDR will be submitted. Note, the date of event ((B)(6) 2022) is provided as a best estimate based on the date of awareness. Evaluation ongoing.

Event description:
As reported, at the end of a case using the bard/davol x-stream irrigation controller pump, the contact was trying to determine what caused one of the operating rooms electrical circuit breakers to trip. As reported, the location of the power cord was moved to a functional electrical outlet and at that moment an electrical arc flashed; melted power cord and ac input parts were noted. As reported, is is unknown if fluid was leaking from device before the arc. As reported, the power cord used was the same as that supplied with the unit and was plugged into a hospital grade ac outlet.

Manufacturer narrative:
As reported, when the bard/davol x-stream controller irrigation pump was plugged into an electrical outlet, an electric arc flashed and melted parts were noted. The subject controller, including the power cord, has been returned for evaluation; however, at this time evaluation is not yet completed. Preliminary evaluation noted the void seal is intact, indicating the controller had not been tampered with or attempted to be opened. There is noticeable cracking at the corner housing screw locations and the pole clamp pads are worn from use. There were no loose components inside the housing. The unit is heat damaged at the power source/ male plug pins as reported. The female plug adapter on the power cord is charred and melted. Charring can be seen on the back ul label as well as the housing. Based on the information available at this time, the root cause of the event has not been determined. When sample evaluation is completed, a supplemental MDR will be submitted. Note, the date of event (B)(6) 2022) is provided as a best estimate based on the date of awareness. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR was submitted to report the results of device evaluation. Based on the sample evaluation, it was concluded that an environmental event occurred that influenced the conductivity between the hot components and the ground components within the corded receptacle and socket interface for the x-stream controller. Evaluation of the sample found the unit is heat damaged at the power source/ male plug pins as reported. The female plug adapter on the power cord is charred and melted. Charring can be seen on the back ul label as well as the housing. Based on the time in service (6-years) and understanding of the failure mode, this appears to have been related to environmental factors. Possibly saline, or other residual material in the plug/cord location. However, at this time any evidence of material that may have been present was consumed. A review of the device history records confirmed the device was manufactured to specification. The device is reusable and is cleaned and maintained at the user facility. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.